Event description:
The sales rep reports they were given the device with the statement that the device did not work. No add'l info was provided. No pt consequence reported. The device will be returned.

Manufacturer narrative:
H6: torn outer gasket and broken stopcock. Eval summary: the analysis results found that the 578sd device was returned with the outer gasket torn, the stopcock broken and a plastic flash inside the device.